Manufacturer narrative:
The insulin pump passed the functional test including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system alarm, and excessive no delivery alarm test. All boluses were delivered and properly recorded in the bolus history. No delivery anomaly was noted. The pump functioned properly. The pump was received with a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that she had 3 insulin pumps and she is in the hospital now. Customer has been in the intensive care unit. Customer was hospitalized on (B)(6) 2016 with a blood glucose of level 495 mg/dl. Customer admitted herself and was wearing the pump at the time. Customer had high blood glucose that led to diabetic ketoacidosis and was still in the hospital. Customer has been in the hospital before and this time they think the issue is with the pump. Customer stated that they tried putting the pump back on her again yesterday but her blood glucose keeps climbing. Customer's blood glucose was 226 mg/dl last night so she corrected with the pump. Customer woke up with a blood glucose level of 342 mg/dl. Customer had not eaten anything and gave another correction with the pump of 2.4 units. Customer ate breakfast and took 3 units. Customer's blood glucose was 351 mg/dl. Customer performed the high pressure test and the pump passed. Customer wants the pump replaced.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.